Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient was reported a rash under the electrodes and therapy electrodes. Patient described it as red and itching. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cortisone-ointment by a physician. Outcome of the irritation is unknown.